Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the probe was cracked at the tip. When removing the probe after the procedure the handle of the guide wire was loosened. When removing the distal part of the guidewire it was drawn and the probe was exposed.